Manufacturer narrative:
This complaint was reassessed on 10/26/2016 due to an administrative activity. Intuitive surgical, inc. (Isi) has received the accessory involved with this complaint and completed the device evaluation. Failure analysis investigations revealed a small tear on the tip cover. A hole with approximately 0.03 diameter was found near the center of the tip cover. It showed signs of possible energy leakage from inside the tip cover. The customer reported complaint does not itself constitute an MDR reportable event; however, the tear on the tip cover found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, a hole was observed on the tip cover accessory during dissection of right pelvic side wall. No arcing was reported. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.